Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right video assisted thoracoscopic frozen section procedure, while being applied on the lung, the device fired but the firing stopped and the jaws of the device locked on tissue with the blade not retracted. The jaws of the reload had to be prized apart with the blade still exposed. The reload almost damaged the tissue to the point that the specimen could not be sent and was unfit for testing. It was also reported that there was an incomplete staple line distally which was fixed by suturing. The firing cycle did not fully complete and the blade was towards the distal end of the reload but the final staples around the end of the staple line had not deployed and the blade was still exposed.